Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported via phone call that the customer experienced high blood glucose level of 400mg/dl. The customer¿s blood glucose level was 400mg/dl at the time of the incident. The customer¿s symptoms were not noted, and the customer was treated with the insulin pump. Customer was trying to deliver a bolus, and received a no delivery alarm. During troubleshooting, customer said she was at the bank, and would call back to resolve the issue later. Nothing was returned or shipped.

Manufacturer narrative:
No unexpected no delivery alarm noted during testing. Device passed rewind test, basic occlusion test, occlusion test, prime test, excessive no delivery test and displacement test.